Event description:
Olympus was informed that the customer oes elite high definition autoclavable telescope has a ¿foggy lens broken¿ defect. The reported defect was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported defect, the image is blurry/cloudy due to broken lenses in the optical lens system. The inspection also noted the rigid outer tube shaft is bent with dents and fiber damage at the distal tip. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was damaged due to excessive force applied by the user. Olympus will continue to monitor field performance for this device.